Event description:
Device has been explanted

Manufacturer narrative:
Continued d.10 concomitant therapies: "zofran odt® 4 mg oral tablet, disintegrating, 4 mg, oral, every 6 hr, prn" device evaluation: "the device related to the reported event of rupture was received on april 20, 2021, with lot number 3218846. Analysis of the returned device identified: underweight, missing shell (25-50%) and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on radius and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on radius broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive." Additional, changed, and/or corrected data: b.5, b.6, d.10, h.3, h.6.

Event description:
Healthcare professional also reported "shortness of breath" and "chest pain" which was determined not to be device-related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.